Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event was related to the device or therapy. The clinical diagnosis was updated to opioid withdraw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (2.5 mg/ml at 0.9997 mg/day), bupivacaine (10.0 mg/ml at 3.999 mg/day), and clonidine (250.0 mcg/ml at 49.96 mcg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient's device was interrogated, on (B)(6) 2016, and revealed a low reservoir alarm had occurred. The clinical diagnosis was opioid withdrawal due to missed pump refill. It was indicated the event was related to the drug dilaudid due to the missed dose. Medications were administered on (B)(6) 2016 and the issue resolved without sequelae the same day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.